Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the customer was unable to provide further information regarding the instrument. The customer verified the loose cables on the instrument was identified in central processing. Patient information was requested, but unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. Additional observation not reported by site that is related to the primary failure: after opening the housing, the instrument was found to have a broken clamping pulley at the proximal end. This failure caused the grip cable failure of the instrument. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause of thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.